Event description:
There are five exactamix 3l eva containers that have the same lot number and same issue (middle port leaking ) all reported on the same day. There was no patient involvement and they were all found during compounding. Is the product compounded? No. Is the product over-the-counter? No.